Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device analysis was performed on the returned sample, and there were no anomalies noted to the device. The stent. The device was stated to be in good condition and was prepared according to the dfu specifications. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It is probable friction was felt advancing, as described, and this caused the reported difficulty to advance within the microcatheter and caused the stent to prematurely detach during use, therefore a cause of procedural factors will be assigned to the investigation.

Event description:
Analysis of the returned device found that the stent was prematurely deployed during use. There were no clinical consequences to the patient.